Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: age, sex, weight, ethnicity, race. Engineering analysis with no device return: findings: based on previous similar investigations, the fractured humeral liner impactor tip reported is consistent with a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. No lot number was provided in the experience report and because the device was not returned, it cannot be determined if this device was manufactured prior to design changes to increase thickness and modify the connection feature dimensions. Rmr review: rmr-00004 rev a and racr-00007 rev a were reviewed. The risk is captured. Most likely underlying cause: based on previous similar investigations, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device. As of this time ((B)(6) 2019), investigation for an additional most likely underlying cause/root cause related to market specific occurrence is still ongoing. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues.

Event description:
It was reported from ous that during an orthopedic surgery the humeral liner impact tip broke into small pieces during impaction. The event occurred when impacting the definitive construct into the humerus. The humeral liner impactor tip (which is a plastic part) broke in several pieces when the surgeon impacted the prothesis. All plastic part have been removed from the patient & the surgeon replaced the broken tip by the 38 mm impactor tip to finish the impaction. The original report stated: there was a missing instrument inside one of the kits. No indication provided by the customer when the kits of instruments were returned. The piece did not break/fall into the patient. The agent was present during surgery and stated that the item broke into small pieces during impaction & that the medical staff told her to throw it away & they will inform us afterwards. (Which they did not). Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.